Event description:
It was reported by the rep that during the inspection of (B)(6) it was noted that the reamer shaft was bent. The latch on the cup impactor will not lock, and the chana reamer will not attach to the reamer shell.

Manufacturer narrative:
The returned device is a source controlled device. The supplier was notified of the event and initiated an investigation under (B)(4). The supplier could not confirm the event, but noted signs of misuse on the device. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time.

Event description:
It was reported by the rep that during the inspection of (B)(4) it was noted that the reamer shaft was bent. The latch on the cup impactor will not lock, and the chana reamer will not attach to the reamer shell.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.